Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indications for use. The device was reportedly deployed in a 7-french sized access site. The starclose instructions for use (IFU) state under indications for use that the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a bilateral iliac stenting procedure, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, after completing deployment of the plunger and locator wings, the exchange sheath did not split completely. The safety release was activated to release the device from the patient anatomy, but was unsuccessful. The thumb advancer was manually pulled back and the device was removed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath not splitting completely could not be confirmed. There was no observable anomaly with the returned device. The visual inspection and performance verification done did not detect a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that the device have been deployed in a 7-french sized access site. Per instructions for use (IFU) for starclose se under indications for use: the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. Thus there is an indication user technique may have influenced the reported experience. Based on the information reviewed, there is no indication of a product deficiency.